Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Related manufacturer report numbers 3006705815-2021-04825, 3006705815-2021-04826. It was reported that the patient stopped charging their ipg due to not receiving effective therapy from their system. In turn, surgical intervention was undertaken wherein the system was explanted and replaced. Postoperatively, the patient has effective therapy.